Event description:
It was reported that the right ventricular lead had fractured; high impedance was observed. The patient was asymptomatic. The lead was explanted and replaced without complications during a system changeout on (B)(6) 2015.